Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, just distal to the stick site of the right internal carotid artery, a dissection was noticed. The ultrasound showed a large flap down on the way out. The physician made the decision to convert the procedure to carotid endarterectomy (cea) to resolve the reported issue. The patient was discharged with no reported issues. As of the date of this report, there was no report of patient harm.